Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported death. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The husband reported that the patient has passed away from a perforated bowel. A bowel obstruction lead to her being hospitalized, where it was discovered that she had a perforated bowel and then she passed. Husband believed a whipple procedure 2 years prior lead up to the perforated bowel. The patient was using system at the time of death. The husband stated that he no longer has the pod she was wearing at the time of death. There was no mention of any malfunction or relation to diabetes.